Event description:
Surgeon commented that patient was a chronic dislocator.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding dislocation involving an omnifit liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned due to hospital policy. A device history review and complaint history review could not be performed as the reported lot number is not valid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, the investigation will be re-opened.

Event description:
Surgeon commented that patient was a chronic dislocator.